Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device had an air leak. The device was not being used during surgery. It is unk if there was injury or medical intervention. There was no add'l info provided.